Manufacturer narrative:
(B)(4). Infection occurred. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records for the batch number was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent a laparoscopic repair of ventral hernia on (B)(6) 2010 and mesh was used. The patient reported that on (B)(6) 2012 the he developed an infection. Additional information has been requested.